Manufacturer narrative:
This report is filed on may 10, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a possible loss of osseointegration. Re-implantation is planned but had not taken place at the time of this report, may 10, 2016.